Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was functionally okay with insignificant anomalies. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient described that the therapy charge didn't last more than 3 days under their current parameters. The reason for removal was because the battery was dead and didn't last for more than 3 days. No patient injury was reported and a report that the patient recovered without sequela.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the rep tried to interrogate the patient's ins and the clinician programmer (8840) was providing them an error message: "battery warning (5) neurostimulator batteries are depleted. Replace batteries now. Exit application." But the ins was a rechargeable. They were also unable to established communication with the patient programmer, the recharger and the 8840. They also reported the patient was not feeling stimulation. The patient had mentioned that they were having problems with recharging since implant in (B)(6) 2015. Patient services recommended they attempt antenna locate feature to make sure they were in the correct location over the ins for optimal placement while doing the physician mode recharge. The healthcare provider also stated that there was no problem with the lead location and impedances were within normal range at last check up and according to the interrogation printout. X-ray of ins was discussed to determine if ins had flipped and if they continued to see 0-2 coupling bars once battery was responding and taking a charge. Additional information was received from the rep. It was reported that for thirty days as of (B)(6) 2016, the patient had problems with her therapy and the patient programmer would not turn on stimulation. The ins would not hold a charge and immediately exhausted loads. The rep put the recharger to recharge the ins. When the antenna was positioned over the ins, the charge started but after an hour it withheld no charge. The patient told the doctors her discomfort and that she needed to go. The problem could not be resolved and the doctors scheduled a new appointment. An interrogation printout showed impedance within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.